Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown and causing the customer's blood glucose levels to exceed 500 mg/dl. The customer's specific blood glucose value was unknown, but it was displayed as "high." The customer took corrective action by administering a correction bolus via the pump without requiring third-party assistance. Technical support advised the caller to fully charge the battery and follow up if necessary.